Manufacturer narrative:
(B)(4). The affected product has been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported the IV set male luer disconnected from the luer locking cannula female luer during 0.9% nacl infusion. The nurse visualized approximately 50 ml of fluid on the floor and then noticed the luer locking cannula was still connected to the split septum connector but the IV set was on the floor. An hour earlier, the patient had been turned in the chair that he was sitting in. There was no report of patient harm or medical intervention. Although requested, no further patient/event information was provided.